Manufacturer narrative:
Other, secondary intervention - evaluation results: occlusion. Severe problems with blood clotting.

Event description:
A stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the devices were successfully implanted. However, the patient has a pre-existing severe problem with blood clotting and the iliac artery clotted off. The patient's act was 377 and was still experiencing blood clotting in the vessels. The physician stated it had nothing to do with the stent graft just patient's blood clotting issue. The physician performed a right to left femoral cross over bypass. No additional clinical sequelae were reported and the patient is fine.